Manufacturer narrative:
Correction to g3: aware date - updated to 05/03/2023.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to patient pain. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to patient pain. No additional adverse patient effects were reported.